Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the alarm history several alarms were found. The insulin pump alarmed no reservoir, off no power, external error, and unexpected restart. Customer's blood glucose level was 241 mg/dl. The insulin pump was not stored or not in use for an extended period of time. She treated her blood glucose level with 10 units from a needle. The customer did not receive a low battery alert prior to the off no power alert. The device was not returned.